Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively established through this evaluation. Review of the log files provided by the account confirmed low flow alarms. Although a specific cause for these events could not be conclusively determined, the account stated that the alarms were caused by the patient¿s hypovolemia. The account reported that the patient received cardio-pulmonary resuscitation (CPR) and multiple blood transfusions over a 40-minute period due to an arterial bleed following a planned operating room (or) procedure. The patient has since stabilized. The controller event log file contained data from 8:30:30 on (B)(6) 2021 through 4:09:05 on (B)(6) 2021, per the timestamps. Intermittent low flow fault flags were captured on 15mar2021 when the estimated flow dropped below the low flow threshold of 2.5 lpm, to a range of 0.6-2.4 lpm. These faults resulted in 8 low flow hazard alarms with some lasting up to 19 minutes in duration. The remaining faults did not last long enough to trigger low flow hazard alarms. The observed low flow events also appeared to be associated with elevated pi values. No other atypical events or alarms were captured. Despite the observed events, the pump appeared to function as intended at the set speed. Additional information later received from the vad coordinator stated that the source of the bleeding was an injury to the inferior epigastric artery during a peritoneal dialysis (pd) catheter placement surgery. The cause of the low flow alarms was determined to be the patient¿s hypovolemia and the alarms reportedly resolved. The patient remained hospitalized with discharge pending a therapeutic international normalized ratio (inr). The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further events have been reported at this time. The hm3 lvas IFU document lists bleeding as an adverse event that may be associated with the use of heartmate 3 left ventricular assist system and provides information regarding the recommended anticoagulation regimen, including inr values, as well as suggested anticoagulation modifications in the event that there is a risk of bleeding. This document also lists hypovolemia as a potential late postimplant complication. In reference to pump flow, the IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. The IFU also explains that changes in patient conditions can result in low flow. Furthermore, the hm3 IFU and patient handbook describe all advisory and hazard alarm conditions as well as the appropriate actions associated with them. The heartmate 3 lvas IFU, and the heartmate 3 lvas patient handbook, are currently available. The relevant sections of the device history records for mlp-020990 were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 03dec2020. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient received CPR and multiple blood transfusions over 40 minutes due to arterial bleed following a planned operating room procedure. The patient has since stabilized. Upon review of the patient's log files the patient had low flow events with high pulsatility index (pi) readings. The source of the bleed was an inferior epigastric artery injury during peritoneal dialysis catheter placement surgery. The cause of the patient's low flows was determined to be hypovolemia, which resolved. The patient was hospitalized until they were at a therapeutic inr.